Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the undersensing appeared to cause inappropriate detection of pause episodes while the oversensing caused the inappropriate detection of tachycardia episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited possible undersensing and oversensing that may have caused the icm to detect episodes. The icm remains in use. No patient complications have been reported as a result of this event.